Event description:
It was reported that during an implant procedure, the left ventricular lead exhibited high capture thresholds. The lead was replaced to complete the procedure. No adverse patient consequences were reported.

Manufacturer narrative:
The reported event of unacceptable threshold was not confirmed. As received, a complete lead was returned in one piece. Visual and x-ray examinations of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts. The s-curve height was measured to be within specification.